Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
While reviewing device data, post-sensed t-wave oversensing was noted on the device. Technical support was contacted and suggested reprogramming the device to resolve the issue. The device is currently being monitored. The patient was stable with no consequences.